Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The anthology stem and acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / sleeve / stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have also been identified for the cup and stem, however, these complaints are from the same patient / device. Similar complaints have been identified for the sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The modular sleeve, hemi head and anthology stem involved met manufacturing specifications at the time of production. Non-conformance was identified for the machining paperwork for the acetabular cup. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The root cause of the reported revision for abductor tear and heterotopic ossification cannot be concluded. The revision for elevated cocr levels are consistent with findings associated with metal debris. However, without the supporting lab/pathology results, radiographs, and/or the analysis of the explanted components, the root cause of the reported symptoms noted in the legal claim cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. No conclusion can be made regarding the patient¿s vision. The patient impact beyond the revision and post-operative healing cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to significant elevations of cobalt and chromium; increased swelling; stiffness and pain; and limited mobility.